Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no function. Probable root cause: hardware failure, software error due to hardware failure, damaged receptacle board, damaged power board, front board failure, loose flex cable, damage to console during shipping/ handling, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge & insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there is a problem with electrodes socket. Recently a lot of electrodes stops working during surgery. Usually its either: electrode stops working entirely, electrode works but with less than 50% power, or electrode is on without pressing activation button.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there is a problem with electrodes socket. Recently a lot of electrodes stops working during surgery. Usually its either: electrode stops working entirely, electrode works but with less than 50% power, or electrode is on without pressing activation button.